Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of foreign matter stuck in the connection part of the camera was confirmed. The device evaluation found foreign matter stuck in the camera connection attributed to insufficient or improper re-processing causing clogging. Additional evaluation findings were as follows: the free lock lever needed to be replaced due to wear and the coupler retainer was loose. Due to the nature of the reportable event (foreign matter stuck in the connection part of the camera ), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. The customer did not provided other information other than noting that the issue reported found during reprocessing and that device was cleaned, sanitized and disinfected prior to sending the device for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had foreign matter stuck in the connection part of the camera. The issue was found during reprocessing. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign matter being stuck in the connection part of the camera could not be identified. Olympus will continue to monitor field performance for this device.